Event description:
The surgeon implanted a collamer lens cc4204bf and the pt had experienced a +1.5 diopter change over one month. It was indicated that the pt was satisfied with their postoperative refraction and there was no secondary surgery.